Event description:
Procedure: thoraco/lobectomy. Upon use on the thick tissue, the device stopped firing in the middle. Removed it by pressing the silver button. Loaded a new sulu on egiaustnd and then confirmed no problem to complete the case. Operating time not extended no patient harm. The customer did not report whether reinforcement material was used.

Manufacturer narrative:
(B)(4).